Event description:
It was reported that pump experienced repeated malfunctions, identified by malfunction code 9, without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, but malfunction recurred. Customer planned to use multiple daily injections as backup insulin therapy.